Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) was implanted. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.